Event description:
The technician reported the stretcher still rolls after the brake steer pedal has been put into brake mode. The stretcher was located in recovery at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.